Event description:
While centrifuging a unit of whole blood to prepare red cells for autologous transfusion, the unit broke in the centrifudge. The unit had to be discarded and could not be used for transfusion to the donor patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.